Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure a type iii separation endoleak was observed at the location between the bifurcate and ipsilateral extension. The amount of overlap was approximately 35-40 mm. The junction site was ballooned however, this did not resolve the endoleak. The physician implanted an endurant ii limb resolving the endoleak. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review: review of returned angio images during implant revealed that the bifurcate was brought up the left side and deployed just below the right renal. The contra gate opened on the right side. The contra limb was then implanted overlapping the gate approximately 3cm, and placed down into the right common iliac. An occluder device was noted to have been placed into the left internal. The ipsi limb extension was then seen implanted into the left external iliac; the extension overlapped the ipsi limb by approximately 3.5cm. Angio injection with the injector placed at the level of the renals showed a blush of contrast outside the stent graft, which appeared to be coming from the ipsi limb extension just distal to the overlap. While ballooning the ipsi limb junction and injecting just above the flow divider (no flow into the ipsi limb) some contrast was seen within the left side of the aaa near the location of the ipsi junction. While ballooning across the contra gate and injecting just above the flow divider (no flow into the contra limb) contrast was again seen within the left side of the aaa primarily from just distal to the ipsi junction. An endurant limb was then implanted across the left/ipsi junction; proximally from the level of the flow divider and extending 3cm distal to the ipsi limb. Final angio showed likely resolution of the endoleak. Both limbs were patent and no other stent graft issues were observed. The exact cause and type of endoleak could not be determined from the films provided. This appeared most likely to have been a type IV blush, but could not rule out a type iii fabric endoleak. This was less likely a type iii separation since the device overlap appeared adequate. All three types of endoleaks could have resolved after relining the ipsi limb junction.